Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer will discontinue using the insulin pump and will not be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged critical pump error (open book image) alarm found on 31-oct-2022. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 10/31/2022 14:22:30.000 and 10/31/2022 14:32:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the pcba 1, pcba 2 and force sensor. Please see below for pump errors/alarms noted 2 days prior to the event date 31-oct-2022 in the formatted history file.  Lost sensor1, alert (780) was recorded and found in the formatted history file on: 10/30/2022 00:18:00.000, 10/30/2022 00:28:00.000, 10/30/2022 01:03:00.000, 10/30/2022 01:43:00.000, 10/30/2022 01:53:00.000. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. Insert battery alarm was recorded and found in the formatted history file on: 10/31/2022 11:36:30.000, 10/31/2022 11:41:14.000, 10/31/2022 11:42:15.000, 10/31/2022 11:52:33.000, 10/31/2022 11:53:33.000, 10/31/2022 11:54:32.000, 10/31/2022 11:55:32.000, 10/31/2022 11:56:33.000, 10/31/2022 11:58:32.000, 10/31/2022 11:59:32.000, 10/31/2022 12:00:32.000, 10/31/2022 12:01:32.000, 10/31/2022 12:02:32.000, 10/31/2022 14:34:31.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 10/31/2022 11:41:13.000, 10/31/2022 11:42:14.000, 10/31/2022 11:52:33.000, 10/31/2022 11:53:33.000, 10/31/2022 11:54:31.000, 10/31/2022 11:55:31.000, 10/31/2022 11:56:33.000, 10/31/2022 11:58:31.000, 10/31/2022 11:59:31.000, 10/31/2022 12:00:31.000, 10/31/2022 12:01:31.000, 10/31/2022 12:02:31.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Unable to test for failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm was unknown. Pump error 53 alarm (file number: 2002 2002 14 line number: 1541 1541 1232) was recorded and found in the formatted history file on: 10/31/2022 15:10:31.000. Pump error 53 alarm (file number: 2002 2002 14 line number: 1541, 1541, 1232) was confirmed, suspected on hw. Pump error 68 alarm was recorded and found in the formatted history file on: 10/31/2022 15:10:33.000. Pump error 49 alarm was recorded and found in the formatted history file on: 10/31/2022 15:10:33.000, 10/31/2022 15:11:07.000. Pump error 23 alarm was recorded and found in the formatted history file on: 10/31/2022 15:11:25.000 power loss alarm was recorded and found in the formatted history file on: 10/31/2022 15:11:48.000, 10/31/2022 15:11:56.000. Pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm were expected since the pump resets due to pump error 53 alarm. Unable to test for pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm due to critical pump error (open book image) alarm. Pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm were unknown. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 10/31/2022 11:35:41.000, 10/31/2022 11:45:01.000. Unable to test for pump error 61 (stuck key alarm) due to critical pump error (open book image) alarm. Pump error 61 (stuck key alarm) was unknown. The p-cap locks properly into the reservoir compartment; however, a cracked retainer and a retainer knit line damage were noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. During visual inspection, corrosion was also found on the motor assembly noted. Pump error 53 alarm (file number: 2002 2002 14 line number: 1541, 1541, 1232) was confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.